Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity 36khz handpiece (c7036) is defective and produced an error message during surgery. This incident increased the surgery time for 30 minutes. The surgery team used another equipment to finish the surgery. There was no patient injury.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation confirmed the reported incident. The handpiece generated "error 2304" and information such as operating hours cannot be read; therefore, replacement is required. As a result, the handpiece has been scrapped. Root cause - the root cause is confirmed as an eeprom error. This may result from a transient power loss or voltage fluctuation during active communication between the handpiece and the console. A review of all capas opened and investigated between 2024-2025 was completed and the review confirmed no capas associated with this root cause. Per the complaint evaluation performed, there was not an adverse trend identified, unacceptable individual risk, or a significant nonconformance to regulatory requirements. The issue will continue to be monitored through the complaint evaluation process. At present, we consider this complaint to be closed.